Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, upon deployment of the 23 mm sapien 3 valve, it was discovered the delivery system balloon was ¿compromised¿ as the valve was only deployed 40-50% despite emptying the atrion syringe. The commander delivery system was withdrawn and the wire was kept across the partially deployed valve. The valve was retracted into the thoracic aorta and deployed successfully with a bav. A second 23 mm sapien 3 valve was then prepared and successfully deployed across the native valve in an 80:20 aortic position. Post op echo showed none/trace pvl. The patient remained hemodynamically stable throughout the procedure. There were no tools used to initially remove the balloon cover.

Manufacturer narrative:
The delivery system and images of the case were returned to edwards lifesciences for evaluation. A review of 3mensio imagery and the procedural cine revealed calcification in the native annulus. Tortuosity was present in the patient¿s vasculature, including a significant bend in the aorta. Prior to valve deployment, the delivery system appeared to rub on the native annulus wall where calcification was noted in the 3mensio. The valve was partially deployed. The returned device underwent visual, functional and dimensional analysis. Visual inspection of the delivery device revealed a pinhole leakage just proximal to the inflation balloon to crimp balloon (ic) bond. The ic bond appeared intact. Gouges were observed on the flex tip face. A slight compression was observed on the distal end of flex shaft. No other abnormalities were observed on the returned device. During functional testing, during the pre-decontamination process, the returned balloon was inflated to evaluate the presence of a balloon leakage. Upon the balloon inflation, a pinhole leakage on the crimp balloon was observed just proximal to the ic bond. The complaint for ¿balloon ¿ leakage¿ was confirmed through functional testing of the returned device. While undergoing dimensional analysis, double wall thickness measurements were taken on the crimp balloon proximal to the observed pinhole leakage. A thickness measurement deviating from the specification could cause the crimp balloon to be more susceptible to leakage or be indicative of a manufacturing issue. The area distal to the pinhole was not measured as this area is comprised of the crimp balloon to inflation balloon bond. All measurements met the specification. During manufacturing, the following visual inspections and tests were performed: general inspection for s3 balloons, the crimp balloon molding process, the crimp balloon to inflation balloon laser bond, final inspection and flex catheter and balloon catheter leak test. Additionally, the devices underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Lot history review revealed no other complaints related to ¿balloon ¿ leakage¿. A review of complaint history for the edwards commander delivery system (all models, all sizes) from september 2017 to august 2018 revealed other similar complaints with returned devices for ¿balloon ¿ leakage¿. No manufacturing issues were identified. A review of complaint data for august 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿leakage¿. The edwards commander delivery system instructions for use (IFU), the device preparation manual and the procedure training manual were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon ¿ leakage¿ was confirmed. As per the case notes additional information, ¿the leakage was not noted until we attempt to deploy the valve¿, the device likely had no issues with the balloons out of box. A review of complaint history suggests that patient or procedural factors may have contributed to the reported balloon leakage. As noted in the 3mensio imagery, tortuosity was present in the patient¿s vasculature. Performing valve alignment in a tortuous anatomy (non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces. Gouges observed on the flex tip and compression observed on the flex shaft are indicative of valve diving and high valve alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It is possible that additional device manipulation was used in order to achieve the final valve alignment position that subsequently caused the valve struts to catch onto the crimp balloon and create the observed pinhole. In addition, per the 3mensio imagery provided by the site, calcification was noted in the native annulus. Calcification in the vessel can interact with the delivery system and create damage to the balloon material, resulting in the observed pinhole leakage. Based on the available information, it is likely that patient factors (tortuosity and calcification) contributed to the reported event. No manufacturing or IFU/training inadequacies were identified. Available information suggests that patient factors (tortuosity and calcification) may have contributed to the reported event. No preventive or corrective action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.